Event description:
It was reported that the artificial urinary sphincter (aus) balloon lost fluid and the patient experienced incontinence. A surgical procedure was performed to replace the system and upon explanted the device, a hole was found on the balloon.